Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 13 years post-implantation, the patient underwent a right hip revision due to pain, elevated metal ion levels and large fluid collection. During the revision, significant adverse tissue reaction was excised and a large amount of brownish fluid drained. The posterior capsule was intact, but the external rotators were off. The cup and stem were retained, the head replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision - intermittent hip pain that has gone on for quite a while. Feels like the right hip has mechanically never been quite right. Mars MRI revealed some fluid around the greater trochanter but a lot of metal artifact. No really large pseudotumor. This provides indication for conversion of metal-on-metal total hip arthroplasty to a dual mobility bearing. Large amount of brownish fluid drained from the hip. Large amount of adverse tissue reaction excised. Still had intact posterior capsule although external rotators were off. Head removed, no discussion regarding head/neck/trunnion findings. Two weeks post-revision ER visit, pt concerned for infection to site. Pt reporting increased pain, redness, swelling to incision site. No numbness/tingling to affected area. Reports they did well after surgery except had more bruising and swelling than originally anticipated and had a follow-up appointment for staple removal. Over the last 24 hours or so reported increased pain and swelling over right hip incision. Denies any wound dehiscence, drainage or external erythema. Does report some increased fatigue recently. Denies any chills, fevers or myalgias. Denies any paresthesias to the leg. Four months post-revision - chromium 36.5 (normal <0.3), cobalt 7.2 (normal <0.9). A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.